Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Upon reloading the cartridge a minimum fill notification occurred with a cartridge filled with 200 units of insulin. Customer¿s blood glucose was 158 mg/dl. Reportedly, the customer loaded a new cartridge successfully.